Event description:
An attempt was made to use a mo.ma ultra device in a patient. The target lesion, located in the left internal carotid artery was described as concentric, with moderate calcification and more that 90% stenosis. The device was inspected and prepped prior to use with no issues noted. Stopcocks were used during the negative preparation. However it was reported that, during the procedure, the distal balloon could not be inflated due to a leakage. The device was removed. Another mo.ma ultra device from the same lot was attempted. Device inspection and negative preparation was carried out without any abnormality observed; however it was reported that when the distal balloon was inflated, it could not held pressure. It was reported that the procedure was completed without distal protection. It was reported that only the proximal balloon could be inflated on both the devices during the whole procedure. No patient injury reported. Device evaluation: the mo ma device was received for evaluation including the stopcocks, haemostatic valve and filter. An attempt was made to inflate the distal balloon but inflation failed. On investigation of the balloon surface it was found to have burst.

Manufacturer narrative:
(B)(4). Result: patients condition affected effectiveness of device (less than 90% stenotic, concentric lesion with moderate calcification). Result: device failure related to patient condition (less than 90% stenotic, concentric lesion with moderate calcification).